Manufacturer narrative:
It was reported that the device "didn't let out the mist from the medication". In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Didn't let out the mist from the medication"